Event description:
As reported, during an unknown procedure on (B)(6) 2022, a bard/davol hydrosurg laparoscopic irrigator leaked irrigation fluid from bottom of the container. It was reported the device functioned as intended. The another device was used to complete the procedure due to concern about the sterility of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked fluid into the bottom of the container. The subject device was not returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made.